Event description:
During a transapical tavr case, after successful deployment of a 26 mm sapien valve, echocardiography indicated severe central aortic insufficiency. The echo scan indicated one of the three sapien leaflets was not moving. There was an unsuccessful attempt to free the leaflet with a pigtail catheter. A decision was made to prepare a second 26 mm sapien. This valve was successfully placed in the first sapien. The patient was stable, the procedure terminated, and the patient was transported to recovery. Additional information: the native valve/leaflet calcification was described as moderate; aortic root calcification was mild. Coaxial alignment of the delivery system and the valve was described as good. The image intensifier angle was appropriate. There was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 50 percent.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended and the second valve was deployed in alignment with the first valve. It is possible that an unknown procedural factor may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.